Manufacturer narrative:
In the delivered state, the lead had been cut through 50.5 cm proximal of the tip electrode. Only the distal fragment was available for analysis. During the visual inspection, multiple signs of abrasion were found along the fragment, which were probably caused by friction at a partner lead. The insulation was intact. The further course of the investigation showed no anomalies that could be related to the clinical observation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of approx. 44 months, dislodgement of the rv lead was reported.